Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio2: 1.2, re-test: 2.7. Time between tests: about 1 hour. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.